Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the event was not reported. On an unknown date, the patient was hospitalized due to cloudy effluent, abdominal pain, and another indication. On an unknown date, the patient was discharged. It was reported the patient was treated with unspecified antibiotics. Eight (8) days after event onset, the patient was recovered from cloudy effluent. On an unknown date, the patient was recovered from abdominal pain. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.